Event description:
A journal article was reviewed which contained information regarding these leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. Multiple failure modes were referenced in the article, with no specific lead model failure indications. The failure modes were noted as: inappropriate shocks, fractures, and deaths. There were three deaths noted; all from cardiovascular causes; however, with no direct lead-death relatedness specified. Further follow up did not yet provide any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. The date of death is purely an estimate, as there is no indication any specifics. Possible lead models could include: 6930, 6931, 6948, and 6949. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: myocardial injury secondary to ICD shocks: insights from patients with lead fracture. Pace pacing and clinical electrophysiology. 2014;37(2):237-241.(B)(4).